Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirm that the system was unable to power on. During troubleshooting, fse checked the tested the flexvision pc and found the mainboard bios battery needs to be replaced. Xper module cannot open flexvision control and needs to be replaced. Fse replaced the flexvision pc bios battery and xper module. After replacement system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully, stalling at 00:00. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.